Event description:
The hcp reported that pt had been experiencing lethargy, mild mental status changes, and increased spasticity. A catheter dye study was done that revealed extravasation of dye into lumbar region along the course of the catheter. A catheter revision was done. Part of the distal portion of the catheter was reported to have been left in the spine. The day after the surgery, the pt was back to baseline and was discharged in 1-2 days and reported to be fine.